Event description:
Related to tw (B)(4). Summary: the hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. When the tool is inserted into the cannula it binds halfway down. Sometimes they used another kit, sometimes they struggled through, but struggling through was 'not safe.' When they struggle, they have to push with so much force that sometimes it scraped until just the spring came out, and they could not be certain some plastic had not stayed in.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
Related to tw (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. When the tool is inserted into the cannula it binds halfway down. Sometimes they used another kit, sometimes they struggled through, but struggling through was 'not safe.' When they struggle, they have to push with so much force that sometimes it scraped until just the spring came out, and they could not be certain some plastic had not stayed in. They continued to use the same product to complete most cases. They didn't observe any patient issues.

Event description:
Related to tw: (B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: h3: if other provide code -- device discarded h6-type of investigation- device discarded. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis : (4109/213/67) there were 7 additional similar complaints reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of "sep-2021¿ through ¿dec-2021¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan-2020 through dec-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. H3 other text: device discarded.